Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use, a ventilators suddenly generated the shutdown alarm and ventilation stopped. The device could not be turned off even when the power button was pressed for 1 minute. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event. The power button was then pressed for 3 minutes and then it shut down. The device was rebooted and started running without problems.